Event description:
It was reported that the patient has deceased. The cause of death was unknown. No further information was currently available.

Manufacturer narrative:
Associated devices lead serial number from unk (B)(4) to (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the physician did not believe that the device contributed or caused the patients death.